Manufacturer narrative:
The explanted implants were not returned for review. These devices are used for treatment. Medical records for revision surgery were received. Revision surgical notes confirm the femoral component was grossly loose and would wiggle by hand. The femoral component was removed with some bone loss over the distal lateral femur and posterior medial femur. Per the notes, a large cyst was noted centrally and cleaned. The revision notes state the patient had significant inflamed synovium consistent with polyethylene synovitis. Polyethylene component showed some pitting along the condylar runner as well as the motion artifact consistent with backside wear of the polyethylene. There was no evidence of tibial loosening however, it was replaced. Complaint search based on the related product and lot combination revealed no similar complaints. Per this updated information, a definitive root cause cannot be determined.

Event description:
Patient was revised due to femoral loosening.